Event description:
The report received indicated that the 3.00x23 cypher stent did not cross the intended target lesion. There was no pt injury reported. Upon inspection of the returned product it was noted that the proximal stent struts were flared/ uplifted. This could not be ruled out by the reporter as having occurred during the procedure. No add'l info regarding this event is available. The product has been returned for evaluation, and an analysis is pending completion.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.